Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation at the hospital, noise was observed on the right ventricular lead. No therapies were delivered. Programming change was made. The patient was stable before, during and after the event.